Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the contact failure or breakage of the light source cable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the image of the subject device was not displayed and the image of the subject device flickered and had streaky noise. There was no report of patient injury associated with this event.